Event description:
A patient reported blood glucose results of "269 mg/dl and 150 mg/dl" with a lifescan meter, performed within 10 minutes of each other. The patient was unable to successfully perform a control solution test because the confirmation window of the stip would not completely fill.